Event description:
The pump was returned to the MFR following replacement. The return paperwork indicated the pump was 5.5 years old and the battery was depleted; a possible rotor stall was questioned. It was unk if a rotor study had been performed. There was reported to be no pt injury. The pt recovered without sequela. The device sys was used to deliver morphine sulfate, fentanyl, and bupivacaine.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed motor gear shaft wear. Gear # 4 had lower shaft wear and caking in the jewel. There was no roller arm movement with the pump set to maximum rate.